Event description:
The implant surgeon encountered fibrotic tissue in the cochlea at the time of surgery. Ten electrodes were inserted. One month after the patient's initial stimulation with the implant he stopped responding. A CT scan showed the electrode array had migrated out of the cochlea. Revision surgery scheduled for 4/1/1998.